Event description:
It was reported that dissection occurred. The target lesion was located in the mid right coronary artery. Following pre-dilation with a 2.5mm non compliant balloon, a 2.75 x 38mm promus premier select drug-eluting stent was implanted to treat the target lesion. After deployment, a non-flow limiting proximal edge dissection was suspected and another stent was deployed to seal that dissection. The patient fully recovered.